Manufacturer narrative:
The user facility's biomedical engineer (biomed) will be making the repairs to the system.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the user received an error on the perfusion system: "battery needs service, full back-up may not be available." The device was not changed out, as the unit still functioned and the case was completed with the suspect unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.